Event description:
It was reported the customer received the following results, with three different aviva meters, within 10 minutes: 287 mg/dl (system 1), 132 mg/dl (system 2), and 370 mg/dl (system 3). No adverse event reported. The same test strip vial was used for each meter and results. Return of the suspect device was requested for evaluation.